Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: there were several pump reboot events observed in the black box. The battery cap was able to fit to maintain an electrical connection. The battery cap contacts measurements were within specifications. The pump powered on properly with no observed power interruption. There were no intermittent connections found on the pump's printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.